Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 489 mg/dl while wearing the pod longer than 48 hours in the abdomen. Symptoms reported include hyperglycemia, ketones and vomiting. The patient was treated with insulin and IV (intravenous) zofran. The patient was released the following day. The pod was removed at the hospital and the cannula was found to be bent.